Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was prepared successfully. A versacross sheath was exchanged with the faradrive sheath over the versacross rf pigtail wire. The wire and dilator were removed from the faradrive sheath. The faradrive was aspirated and flushed . A farawave catheter was inserted into the faradrive sheath and advanced to the clear portion of the faradrive sheath. Aspiration was attempted, however, it was reported that air bubbles were continuously being pulled back. No air bubbles were seen being pulled through the clear portion of the faradrive from the patient's body. It was believed that the hemostatic valve was damaged and was pulling in air through the valve. The physician exchanged the farawave catheter with the versacross rf pigtail wire, aspirated, and did not observe any air bubbles. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was leak tested and did not pass leak tests. Dissection of the handle cap to inspect the internal components found the flush lumen to be torn where the adhesive filet bonds the lumen to the valve hub of the sheath, creating a leak path out of the flush lumen line. Microscopic inspection of the stopcock found a crack from the top of the sheath inflow port to midway up the central control valve which was confirmed to leak by injecting deionized water into a capped sheath. The reported event was most likely due to the flush lumen tear.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was prepared successfully. A versacross sheath was exchanged with the faradrive sheath over the versacross rf pigtail wire. The wire and dilator were removed from the faradrive sheath. The faradrive was aspirated and flushed . A farawave catheter was inserted into the faradrive sheath and advanced to the clear portion of the faradrive sheath. Aspiration was attempted, however, it was reported that air bubbles were continuously being pulled back. No air bubbles were seen being pulled through the clear portion of the faradrive from the patient's body. It was believed that the hemostatic valve was damaged and was pulling in air through the valve. The physician exchanged the farawave catheter with the versacross rf pigtail wire, aspirated, and did not observe any air bubbles. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device was received for analysis.